Manufacturer narrative:
Media review: two images were reviewed by a boston scientific quality engineer. The images note that the guidewire lumen was no longer attached to the tip of the spline cage, confirming the reported event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a farawave pulse field ablation catheter was selected for use. It was reported that the guidewire lumen was broken, and the catheter could not be deployed. The guidewire lumen runs through the catheter shaft but was no longer attached to the tip of the array. The catheter was replaced, and the procedure was completed without patient complications. Additionally, there were no abnormalities observed during preparation and there were no deviations from preparation instructions. The catheter did not experience any issues with flushing and a non-boston scientific guidewire was used with the catheter. It was identified that the non-boston scientific guidewire was extra stiff at the time. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a farawave pulse field ablation catheter was selected for use. It was reported that the guidewire lumen was broken, and the catheter could not be deployed. The guidewire lumen runs through the catheter shaft but was no longer attached to the tip of the array. The catheter was replaced, and the procedure was completed without patient complications. Additionally, there were no abnormalities observed during preparation and there were no deviations from preparation instructions. The catheter did not experience any issues with flushing and a non-boston scientific guidewire was used with the catheter. It was identified that the non-boston scientific guidewire was extra stiff at the time. The device is expected to be returned.